Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted through a sheath via the left femoral artery. After 15 hours of intra-aortic balloon pump (iabp) therapy, the md scheduled the iab to be removed. However, at this time, the staff noticed that the augmentation on the console was not clear; the pump was pumping at 1:2 ratio. The pump did not alarm. The md ordered the iab to be removed. After removal of the iab, it appeared that the membrane did not inflate completely while in use. A second iab was not required for this pt. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The pt outcome is fine.